Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a stent exchange procedure, the tether of a universa firm ureteral stent set separated. The stent was thus placed proximal to the originally intended target. The stent was left in the patient [as intended]. The patient was not hospitalized. There were no adverse effects to the patient as a result of this occurrence. Additional information: h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. A personnel interview was also conducted. A device failure analysis was unable to be conducted as the device was not returned to cook for investigation. A review of the device history record (DHR) found no related non-conformances for the reported lot. Additionally, a lot history search found no other complaints have been reported for this lot number. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. How supplied upon removal from package, inspect the product to ensure no damage has occurred. The cause of the reported failure mode could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03nov2021: the patient information is not available. The stent was left in the patient [as intended]. The patient was not hospitalized.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 03nov2021. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stent exchange procedure, the tether of a universa firm ureteral stent set separated. The stent was thus placed proximal to the originally intended target. There were no adverse effects to the patient as a result of this occurrence. Additional event and patient outcome have been requested.